Event description:
It was reported in a service report, the cot was leaking fluid. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Hydraulic hose leak.